Manufacturer narrative:
The instrument was visually inspected under a microscope. There was no evidence of a material defect or a manufacturing error. The instrument is broken. One jaw of the instrument broke off. The instrument appeared as though it has not been cleaned. Unable to determine how or when this instrument broke.

Manufacturer narrative:
The product has been requested for evaluation however it has not yet been received.

Event description:
During surgery the tip of the clamp is broken in two in the patient eye. The piece has been removed from the eye. No clinical impact for the patient. Product requested. Patient okay.